Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker could not be successfully interrogated. The health care professional (hcp) contacted technical services (ts) after multiple unsuccessful interrogation attempts. Ts confirmed the device model is supported by the consult system and provided troubleshooting recommendations, including verifying software version and wand positioning techniques. Despite these efforts, interrogation remained unsuccessful, and the local boston scientific representative was informed to further evaluate the device in-clinic. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was replaced with a non-boston scientific at an unknown time without a direct allegation. This explains the interrogation issues and this device is no longer in service.

Event description:
It was reported that this pacemaker could not be successfully interrogated. The health care professional (hcp) contacted technical services (ts) after multiple unsuccessful interrogation attempts. Ts confirmed the device model is supported by the consult system and provided troubleshooting recommendations, including verifying software version and wand positioning techniques. Despite these efforts, interrogation remained unsuccessful, and the local boston scientific representative was informed to further evaluate the device in-clinic. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.